Event description:
The customer reported a false negative result with the alere determine hiv 1/2 ag/ab performed on (B)(6) 2024 on a serum sample. Confirmatory pcr testing was performed on the other site on an unknown date which generated a positive result. The customer mentioned that the patient was not on art treatment. No additional testing (elisa test, molecular test) was performed. The customer does not know if there were any negative impact to the patient. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 826106 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 826106, test base part number 10732998 / lot 823684. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 826106 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported a false negative result with the alere determine hiv 1/2 ag/ab performed on (B)(6) 2024 on a serum sample. Confirmatory pcr testing was performed on the other site on an unknown date which generated a positive result. The customer mentioned that the patient was not on art treatment. No additional testing (elisa test, molecular test) was performed. The customer does not know if there were any negative impact to the patient. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.